Event description:
Reporter reported that a customer filled a bag with water for a test procedure. Cryopreservation was performed in metal cassettes and stored at -90 degrees. The cryocyte bag broke when removed from freezer and immersed in liquid nitrogen. There was no patient involvement.

Manufacturer narrative:
The product has not been returned for evaluation. Product records for lot number h01k15138 were reviewed and no aberrances were noted. Should additional information become available, a follow up report will be submitted.